Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of stored egms, the implantable cardioverter defibrillator exhibited post paced and post sensed t-wave oversensing. Patient experienced inappropriate shocks and atp therapy due to post sensed t-wave oversensing. The device was reprogrammed to resolve the issue. Patient was stable during and after the programming changes.

Event description:
New information received stated that the patient received inappropriate anti tachycardia pacing therapy and a shock on (B)(6) 2016. It was noted that the episode accelerated into ventricular fibrillation and a second shock was delivered. Noise was also noted on egm. The device was reprogrammed appropriately.